Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event could have been detected/prevented by following the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the deflectable videoscope had noise running on the screen. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to damage on the charged couple device unit, a b30 scope communication error occurred and due to breakage of the identification (ID) board, there was no scope ID data. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the adhesive on the distal sheath was chipped. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.